Event description:
Customer reports a fiber leak noted during treatment on reuse number 7. Treatment was continued with new disposables without incident. Estimated blood loss is unknown. No pt injury or medical intervention reported.